Event description:
It was reported the pt's stimulation turned off two months ago. The pt had been seen by their hcp twice. It was believed the battery was dead. The pt was unable to adjust the stimulation using the pt programmer. The display indicated an "end of service" message. The device settings had been on high, but the pt had been told, the device would last 4-6 years. The pt had contacted the physician and was being scheduled for device replacement. The device was replaced on (B) (6) 2010 with a rechargeable device. There was no problem with the programmer. The device had been used twenty four hours a day, seven days a week. The pt was very happy following the replacement.

Manufacturer narrative:
(B) (4).